Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint and package insert were reviewed. The product was not returned.(B)(4).

Event description:
Allegedly revised for aseptic loosening stem; adverse tissue reaction to particle debris.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00349. This event occurred in the (B)(6).